Manufacturer narrative:
Continuation of d10: product ID: 8709sc; lot#: n310091005; implanted: (B)(6) 2012; explanted: (B)(6) 2025; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml at 735 mcg/day via an implantable pump. It was reported that the patient was scheduled for routine replacement due to elective replacement indicator (ER)I on (B)(6) 2025. The family reported therapy was working well. In the case the catheter would not aspirate and the decision made to replace catheter. Unknown if any environmental/external/patient factors may have led or contributed to the issue. Due to complicated anatomy, physician unable to gain intrathecal (it) access. Patient monitored for withdrawal and would potentially be reimplanted in the future. The issue was resolved at the time of the report. The patient's weight and medical history was asked but made unknown.